Event description:
Pt was implanted with a vascular graft in the right above-knee femoro-popliteal position in 2002. The following month, the pt's wound was incised, and drainage and debridement were performed since a perigraft fluid collection was observed. It was noted that the wound appeared to have healthy tissue and that distal anastomosis was well-incorporated. It was reported that the pt is now doing well.